Manufacturer narrative:
Review of received information: on-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the pressure transducer printed circuit board was found defective and its replacement solved the issue. The defective part and device's logs have been requested for further investigation but has not yet been received. Contact person phone number: (B)(6).

Event description:
During the inspection of the ventilator it was discovered that the ventilator failed internal leakage test with a message 'pressure transducer difference >5 cm h2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).